Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-17649. It was reported the pt is no longer receiving back stimulation. Subsequently, surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.